Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. The second clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The mr was reduced to 1, and clip deployment was performed. While turning the actuator knob and retracting the delivery catheter (dc) handle, the clip opened approximately 40 degrees. The clip was stable on the valve, but the mr result increased to 1-2. The gripper line was removed successfully and the patient was confirmed to be stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. Because the clip was deployed and still remains in the patient, it could not be tested for the reported clip open while locked. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have resulted in the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the clip to analyze, a cause for the reported clip opening while locked could not be identified and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.